Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) device and the associated right ventricular (rv) lead were explanted due to increasing pace impedance and threshold measurements. The rv lead is not a boston scientific product. The products were replaced with a new subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) device and the associated right ventricular (rv) lead were explanted due to increasing pace impedance and threshold measurements. The rv lead is not a boston scientific product. The products were replaced with a new subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.